Manufacturer narrative:
This follow-up submission is being sent to communicate information previously not provided, as it was not available at the time of the initial submission. The serial number for the device identified in complaint (B)(4) which correlates to this report, is (B)(4). The monitor was manufactured december 22-2008 and review of the device history record supports that there were no non-conformances noted for any reason. Per edwards¿ procedure the useful life of the monitor is 5 years. The referenced monitor has exceeded its established useful life. Evaluation of the returned monitor was unable to replicate the values reported by the customer. However, during examination of the monitor, the green led did not illuminate and the alarm silence button did not work. The foregoing issues were not associated to the customer¿s experience regarding the ci value. An additional monitor referenced in the file, (B)(4), serial number (B)(4) was also exempted as contributor to the customer's report. The evaluation results for the second monitor concluded that the monitor functioned as expected (see MDR 2015691-02033). Complaints (B)(4) were initiated for the associated flotrac sensors; however, the sensors were not received for evaluation. Without return of the flotrac sensors, we are unable to perform a complete investigation into the root cause of the reported event. Edwards will continue to review and monitor all events. If action is required, an appropriate investigation will be performed.

Manufacturer narrative:
The reported device is one (1) of two (2) monitors involved in the reported event - at the time of this submission, the serial numbers for each monitor is unknown. Additional information is forthcoming. Both monitors will be requested for return, and evaluation of the suspect device(s) is anticipated. A follow-up submission will communicate the serial number, results of the device history record review, the returned product evaluation result(s), investigation, and conclusion. Please refer to manufacturer's report number 2015691-2015-02020 with reference to the suspect flotrac sensor also reported with reference to this event.

Event description:
It was reported that incorrect ci value was shown on the vigileo monitor during use. Around 0.7 to 1.5l was shown, although the customer was expecting values over 2.0l. There was no problem zeroing before use. There was also no problem noted on the shape of the pressure waveform and the pressure value and the waveform matched. Flotrac unit and monitor was exchanged but the problem was not solved. Error messages were not there were no occlusion, leakage, nor kinks observed. Vigileo data was obtained. The patient was not treated based on the inaccurate values, and there were no patient complications reported.